Manufacturer narrative:
A supplemental MDR is being submitted to add note regarding additional follow up. Multiple attempts have been made to obtain additional information and imaging with no response provided. Without imaging to review, the root cause of the adverse event is unable to be investigated and confirmed.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), cardiovascular injury such as perforation or dissection of valvular structures [e.g., injury to the mitral valve] are known potential complications associated with the overall thv procedure. Mitral leaflet injury in thv can occur during the advancement of the guidewire, bv catheter, delivery system or malposition of the thv. In some cases, intervention may not be required; however, if the rupture/damage is significant, it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valve (thv). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the malposition is unknown due to the limited information available. Per medical opinion, the valve was slightly canted so the left cusp implant depth and angle of the valve relative to the annulus plane contributed to the inflow portion of the sapien interacting and damaging the mitral leaflet. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device is not returning.

Event description:
As reported by a field clinical specialist (fcs), after successful implant of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the transesophageal echocardiogram (tee) revealed new mitral regurgitation. Further imaging showed an injury to the leaflet that would required surgery to repair. Per medical opinion, the valve was slightly canted so the left cusp implant depth and angle of the valve relative to the annulus plane contributed to the inflow portion of the sapien interacting and damaging the mitral leaflet. The patient had to be converted to urgent open heart surgery due to injury of the anterior mitral valve leaflet.